Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having bent cannulas twice. The customer stated being hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. The customer stated that most of the day his blood glucose was high and decided going to the hospital. No further information was provided.